Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of the tibia at an unknown interface, depuy cement was used. Kept femur, put revision tibia, sleeve, stem. Doi: unknown; dor: nov 15, 2017; unknown affected side knee.

Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.